Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic with a device in backup vvi after receiving a vibratory notifier. Patient was asymptomatic. A device download was successfully performed. Device remains implanted.